Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
During iesu cautery activation, the error c-34 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The iesu will be returned to the original equipment manufacturer. The probable root cause of the reported issue can be attributed to a fault on a component or module within the erbe generator. This issue can be resolved by replacing the generator.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, user informed the technical support engineer (tse) that they encountered constant errors when activating monopolar energy. The tse reviewed the system error logs and confirmed the occurrence of error c-34 and m-31, pointing to the erbe. The user confirmed that the erbe was connected to a dedicated, well grounded power outlet. Prior to calling, the user had replaced the cautery cables and instruments, but the issue persisted. The tse advised the user to restart the erbe, but the error came back immediately. The user replaced the erbe with an external generator and continued with the procedure as planned. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported.